Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a severely tortuous and angulated vein graft. While attempting to retract the delivery/stent device back into the guide catheter the physician felt resistance. The stent became dislodged at the iliac and attempts to snare were unsuccessful. The undeployed stent remains in the pt. Pt status is listed as "okay".